Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
Information received from a healthcare provider (hcp) regarding a patient receiving fentanyl (2000mcg/ml at minimum rate) via an implanted pump. Indication for use was noted as non-malignant pain. It was reported that an alarm was occurring due to an empty pump. The patient missed a refill. The patient did not have a managing physician but the hcp was seeing the patient on the day of report, to silence alarm/turn pump off. The hcp chose to just silence the alarm by entering in reservoir volume without filling the pump. No symptoms were reported. The patient chose not to find a doctor and chose elective abandonment of therapy. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).